Manufacturer narrative:
Physio-control evaluated the device and observed archived fault codes unrelated to the reported incident, however, the reported incident could not be replicated or confirmed. Physio upgraded the operating software to address the unrelated fault codes and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
An attempt was made to use the device to administer a shock to a female pt diagnosed in cardiac arrest. The device reportedly failed to charge and displayed the service indicator. Another device was made available and used to treat the pt. The pt's outcome was not reported. There were no adverse affects to the pt reported as a result of device use.